Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a contact and sweat rash. The patient's physician recommended to use a hydro cortisone cream. The medical outcome of the rash is unknown.